Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using an ilet system with a 6 mm steel contact/detach infusion set, with blood glucose readings peaking at approximately 290 mg/dl and remaining elevated for about nine hours; caregivers noted limited viable infusion sites due to low body mass and frequent reuse, and a new infusion site was placed with subsequent downward glucose trend. Symptoms included no reported clinical symptoms. Outcomes included no need for medical intervention or external emergency services, with caregiver assistance provided due to the user¿s baseline cognitive and developmental conditions. Investigation included troubleshooting and education on infusion site management and potential effects of site reuse on insulin absorption, along with follow-up monitoring to assess response after site change. Investigation of this case revealed hyperglycemia of unclear cause, with suspected reduced insulin absorption related to repeated site use and potential tissue changes at infusion sites. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.